Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The user stated they are running samples for creatinine in duplicate and received discrepant results for one patient sample. The initial result was 1.93 mg/dl with a data flag and the second result was 1.27 mg/dl. The user repeated the sample with a result of 1.25 mg/dl. The initial result was not reported to the physician so there was no adverse impact to the patient. The creatinine reagent lot number was 62253701. The field service representative determined both the dosage pipette seals b and c were missing seal caps. He replaced the both dosage syringes b and c and installed new cap seals. He verified the analyzer operation by performing workstation accuracy, abs optics and a check test precision. The user performed qc with all results meeting specifications.

Event description:
Caller reported blood glucose results of 358 mg/dl and 172 mg/dl within 10 minutes on the advantage system. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.